Event description:
It was reported that the patient with this lead experienced undesired sensations and weakness. The patient was evaluated in-clinic. During parameter evaluations, it was revealed the lead exhibited high capture thresholds. The device was reprogrammed for optimization. The patient was discharged from the hospital the next day. The lead remains in use. No additional adverse patient effects were reported.